Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 326 mg/dl. The customer reports that they have a back up plan available. The customer had some stress due to family issues. The customer didn't want to treat for high blood glucose due to that fact that is feeling low and connected to sensor representative. The customer also reported that he had low blood glucose but not hospitalized.. The customer's blood glucose level was 57 mg/dl. The patient was treated with food. The customer is having lows blood glucose all day.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.